Event description:
It was reported by the rep the device was used during a laparoscopic hernia procedure. It was reported that the staples from the ems did not form correctly. Another stapler was opened to finish the case. There was not consequence to the pt.